Event description:
During surgical procedure utilizing implant, the device went off track. The implant could not be advanced into the disc space and could not be removed by the method it was implanted. The implant was retrieved using a right angle and cracked during removal.